Event description:
It was reported to philips that the device experienced a charge/shock test failure. There was no patient involvement.

Event description:
It was reported to philips that the device experienced a charge/shock test failure. The customer called and spoke with a remote service engineer (rse). The reported issue was confirmed and it was determined that the capacitor needed to be replaced. Based on the available information, it was determined that this was a malfunction of the capacitor. The capacitor was ordered and replaced by the customer to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.